Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a motion calibration prompt. When performing the calibration, there was no reported movement of the system. Restarting the imaging system allowed the site to perform the calibration. There was no patient present when this issue was identified. No additional information was provided.